Manufacturer narrative:
Concomitant devices: luminexx stent, medicon; 7f exoseal, lot 17345785; unknown smart stent; and 7fr terumo sheath. The catalog code provided (nxxxxx), represents an unknown smart stent. The catalog, lot number, and gtin number for the actual product used in the procedure are unknown. (B)(6). Complaint conclusion: as reported, an in-stent restenosis of an unknown smart stent was found and treated with a non-cordis stent. Then, the indicator window of a 7f exoseal vascular closure device (vcd) never changed to solid black color during retraction in the patient. The device was removed and hemostasis was achieved with manual pressure. There was no reported patient injury with the exoseal. The patient was a male but his age was unknown. The target lesion was the bi-iliac artery. The lesion was moderately calcified and mildly tortuous. The rate of restenosis on the unknown smart stent was 100%. It is unknown if any distal disease was left untreated or if healthy tissue to healthy tissue was covered by the smart stent when initially implanted. It is unknown if the stent was post-dilated and what the residual stenosis was after implantation. It is unknown what medications the patient was taking after implantation, or if the patient was compliant on regimen. However, at an unknown amount of time after implantation, the patient presented with restenosis. The intended procedure was cardiovascular treatment (ivt) for leriche syndrome. A bilateral approach was made from the both side of the iliac artery. In-stent restenosis of a smart stent in the iliac artery was treated with other non-cordis stent. It is unknown if the symptoms/conditions of the restenosis resolved after treatment. A stenosis on the external iliac artery side was treated with a smart stent. A 7f exoseal vcd was used for hemostasis. An unknown approach was made with a non-cordis 7f sheath. The physician achieved certification on the use of the exoseal. Femoral artery suitability and the angle of access were unknown. The femoral site was not previously closed and did not have any pre-existing conditions. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It is unknown if there was resistance/friction experienced as the vcd was advanced through the sheath, or if the sheath locked properly against the cowling. However, an audible ¿click¿ was heard. The exoseal and sheath introducer was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer was continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed solid black color. It is unknown if the practioner had anything touching or resting on the deployment lever during positioning. So, the exoseal with the sheath introducer came out from the patient. Therefore, the physician applied manual pressure to achieve hemostasis. The plug could not be deployed. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury and current health status is unknown. The product was clinically used. The device remains implanted in the patient, therefore, it was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) of the artery is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Without a lot number to conduct a DHR review for the smart stent, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Based on the device history record review of the exoseal, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, an in-stent restenosis of an unknown smart stent was found and treated with a non-cordis stent. Then, the indicator window of a 7f exoseal vascular closure device (vcd) never changed to solid black color during retraction in the patient. The device was removed and hemostasis was achieved with manual pressure. There was no reported patient injury with the exoseal. The devices will not be returned for analysis. The patient was a male but his age was unknown. The target lesion was the bi-iliac artery. The lesion was moderately calcified and mildly tortuous. The rate of restenosis on the unknown smart stent was 100%. It is unknown if any distal disease was left untreated or if healthy tissue to healthy tissue was covered by the smart stent when initially implanted. It is unknown if the stent was post-dilated and what the residual stenosis was after implantation. It is unknown what medications the patient was taking after implantation, or if the patient was compliant on regimen. However, at an unknown amount of time after implantation, the patient presented with restenosis. The intended procedure was cardiovascular treatment (ivt) for leriche syndrome. A bilateral approach was made from the both side of the iliac artery. In-stent restenosis of a smart stent in the iliac artery was treated with other non-cordis stent. It is unknown if the symptoms/conditions of the restenosis resolved after treatment. A stenosis on the external iliac artery side was treated with a smart stent. A 7f exoseal vcd was used for hemostasis. An unknown approach was made with a non-cordis 7f sheath. The physician achieved certification on the use of the exoseal. Femoral artery suitability and the angle of access were unknown. The femoral site was not previously closed and did not have any pre-existing conditions. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It is unknown if there was resistance/friction experienced as the vcd was advanced through the sheath, or if the sheath locked properly against the cowling. However, an audible "click" was heard. The exoseal and sheath introducer was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer was continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed solid black color. It is unknown if the practioner had anything touching or resting on the deployment lever during positioning. So, the exoseal with the sheath introducer came out from the patient. Therefore, the physician applied manual pressure to achieve hemostasis. The plug could not be deployed. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury and current health status is unknown. The product was clinically used.